Manufacturer narrative:
.

Event description:
It was reported to the ready for use indicator displayed a red x and the device was chirping. The op check was run and it passed and the device displayed the hourglass in the indicator. There was no reported patient impact.